Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: there was no patient involvement. 8110 error 200.1040. Account name: (B)(6) hospital. Account #: (B)(6). Asset name: 8110 syringe module, v8. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: biomed has a 8110 module giving him a 200.1040 error. Sn: (B)(6). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: recommended to replace the logic board or send in for a level 1 repair due to the cost of the logic board. Gave part number to biomed and biomed ended call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case subject: there was no patient involvement. (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: biomed has a 8110 module giving him a 200.1040 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: recommended to replace the logic board or send in for a level 1 repair due to the cost of the logic board. Gave part number to biomed and biomed ended call.